Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient faced an infusion set blockage issue event on (B)(6) 2026. The blood glucose level was high and the patient was treated with a pen and changed cannula. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: united kingdom.